Event description:
It was reported that needles were sticking in the device. The surgeon had difficulty with the needles, he changed out the devices several times (ar-13993 x3 and ar-13990 x 2) with different needles from the same lot number. He became frustrated and converted to an open procedure to complete the rotator cuff repair.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Two(2) scorpion suture passers were returned with a bent fork end and two(2) of three(3) humpback suture passers had a bent jaw hook. None of the needles were returned for evaluation. The damaged suture passers would have contributed to the event. Based on the information available, the most likely cause of the needle sticking would be the use of damaged suture passers. Device history record revealed nothing relevant to this event. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.